Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated they noticed about 3 weeks ago that their implanted neurostimulation has gravitated toward their skin and is starting to come out of the skin. Patient stated they can feel it moving and it feels like it's turned around, can kind of like feel the edges. Patient confirmed they have not had any falls/trauma that could have impacted the implant. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the cause of the implant gravitating towards the skin and moving around was due to the patient losing weight (15 lbs). The patient has a follow-up with their physician in early august to access the issue. The issue was not resolved, but the patient noted that the physician did not seem to be in favor of repositioning it. However, the patient stated that it was sometimes painful. They were hoping it would settle back to original position naturally.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.